Manufacturer narrative:
(B)(4). A batch file review was completed and was acceptable. A review of the complaint file confirms that one similar complaint was received for the batch. Analysis of samples for previous complaints for this issue confirms that the precipitates consist of calcium carbonates. Baxter has focused on tighter control of the solution manufacturing process and reducing manufacturing variability. A revised specification for solution ph has been implemented and only batches that meet a revised ph limit of 7.3 are released. A caution in use notification was issued to customers and hospitals outlining appropriate actions to take when precipitates are identified. Also, the direction insert for the product has been updated to provide additional user instructions. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4) that during use precipitation was noticed. Treatment was discontinued, no medication had been added to the accusol. The patient was on therapy for 52 hrs before it was noticed. Therapy was stopped after it was noticed.the patient was involved, but there was no patient harm.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.